Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 results generated for a male patient sample. The following data was provided (customer¿s reference range 0.70-1.48 ng/dl): (B)(6) 2024 sample ID (B)(6) initial result = 2.41 ng/dl, repeat result = 1.04 ng/dl. Additional historical data provided: (B)(6) 2024 sample ID (B)(6) result = 1.93 ng/dl. No impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I free t4 results generated for a male patient sample. The following data was provided (customer¿s reference range 0.70-1.48 ng/dl): on (B)(6) 2024, sample ID (B)(6), initial result = 2.41 ng/dl, repeat result = 1.04 ng/dl. Additional historical data provided: on (B)(6) 2024, sample ID (B)(6) result = 1.93 ng/dl. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending data for the alinity I free t4 assay did identify an increase in complaint activity. Additionally, an increase in complaint activity was identified for reagent lot 65500ud00. However, in-house testing was performed utilizing a retained kit of lot 65500ud00. Testing met acceptance criteria and the product is performing as expected. Device history record review did not identify any non-conformances, potential non-conformances or deviations associated with the likely cause list number. Labeling was reviewed and adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 65500ud00, was identified.